Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the instructions for use which states in the following to contact olympus incase leakage is detected: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that black rubber mixed with plastic fiber like foreign material was clogging the nozzle. Additionally, it was observed that the jet tube had whitish foreign material inside. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the switch box and the scope connector case unit had a dent. It was also observed that the suction, air, and water cylinder had discoloration. It was observed that the grip was shaved. It was also observed that the flexibility adjustment ring was damaged. It was observed that the plug unit was damaged. It was also observed that water tightness was lost due to a crack on the plastic distal end cover. Also, due to the crack on the plastic distal end cover the insulation resistance value at the distal end did not meet the standard value. It was observed that the air supply volume did not meet the standard value due to deformation of the nozzle. It was also observed that the light guide lens had a crack. Lastly, it was observed that the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope rope pulls were loose (cables loose). There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was clogging the nozzle and foreign material was found in the jet tube, which are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.